Event description:
It was reported within two days post implant, that due to a patient malformation of the vein that the left ventricular (lv) lead had dislodged and the patient had diaphragmatic stimulation. The lv lead was explanted and a different model lv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.